Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
The target lesion was a highly calcified, chronic total occlusion located in the superficial femoral artery. Thrombus was observed to be present prior to the procedure, and was removed with a thrombectomy device. Following removal of the thrombus, the diamondback peripheral orbital atherectomy device (oad) was inserted and used to treat the lesion. The oad was then removed and balloon angioplasty was performed, during which a perforation occurred. Balloon angioplasty was continued, and the perforation sealed independently without use of a stent. The cause of the perforation was unknown as imaging was not performed between treatments. The patient was in stable condition following the procedure.